Event description:
It was reported that a one-link catheter extension set had a leak when its male luer connector disconnected. The set was being used with a power injector. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The exact occurrence date is unknown, however the reporter stated that it happened sometime in the second week of (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.